Event description:
It was reported that the patient's lead was fractured. The plan was to replace the lead. It was unknown how the fracture occurred. Additional information was requested. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
Lead model 4351, lot: unk, implanted: unk, explanted: unk. Lead model 4351, lot: unk, implanted: unk, explanted: unk.